Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset information by technical support and advised to reset the pump when ready, with instructions to follow up if the issue persists.